Event description:
No additional information was provided.

Manufacturer narrative:
Correction: medical device catalog #. Possible lot # is 25085214. H10: it was reported by the customer that line broke at connection site just above safety clamp/at the bottom of the soft portion of tubing that goes into the pump. One sample was received for quality evaluation. Visual inspection indicates that the tubing set separated at the lower pumping segment fitting to the silicone tubing. Further examination indicates that the securement collar looks to have been on the assembly because there is an indention of the collar on the silicone tubing. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for further investigation and possible root cause analysis. Based on the description of the failure and examination of the sample indicating that the set was assembled correctly, it was determined that the infusion separated after the infusion set was handled by the customer. Therefore, the root cause of the failure is not related to the manufacturing process. A probable cause for the issue could be the way the customer handled the product that may have caused the infusion set to separate. However, without further details on the use of the product, a definitive root cause could not be established. A device history record review for model 10015012 lot number 25085214 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separeatedthe following information was received by the initial reporter with the following verbatimit was reported by the customer that line broke at connection site just above safety clamp / at the bottom of the soft portion of tubing that goes into the pump.